Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the blood glucose was high and sometimes was low. The customer reported that customer has been having blood glucose of 600mg/dl at night and swinging down to 34mg/dl. Last night blood glucose was 38mg/dl. The customer woke up with blood glucose of 237mg/dl. The customer treated high blood glucose with manual injection. The customer treated low blood glucose with juice.· the customer's mother declined to troubleshoot for the issue. The insulin pump will be returned for analysis.